Manufacturer narrative:
Reports received from service provider is the end-user lives in a more rural, farm style setting. Photos supplied by the service provider elude to the unit having been well used, but not to the point of abuse. Review of DHR shown the friction brake kit, that secures the caster fork assembly to the suspension, had been ordered by the service provider approximately 1 year prior. Permobil is speculating the hardware loosened due to possible improper service combined with lack of maintenance. Permobil is unable to positively determine the root cause as to how/why the fastening hardware loosened. Repair parts have been sent to the service provider. Permobil representative will accompany service provider to ensure service is performed to specification. Affected components will be returned to permobil for inspection. If after inspection of the returned components it is determined a product failure was the root cause, a follow-up MDR will be filed. The DHR was reviewed and unit was built according to specification.

Event description:
Received report that one of the caster forks fell off causing end-user to fall out of the chair. Reports no serious injury was sustained as a result.